Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. No intervention was performed. The patient will further be monitored. The patient condition was stable.